Event description:
Guidant received information that one day post implant, capture was unable to be obtained in the right ventricle. Further investigation noted that the right ventricular (rv) defibrillation lead had dislodged.